Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of headache, hypersensitivity, and occlusion are known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU.) Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Additionally, post stenting the patient describes having back problems, chronic insomnia and chronic fatigue within 5 minutes of getting out of bed, rapid tingling in the hands and feet possibly and pressure in his head possibly related to the sinus infection and has confusion/memory loss from the sinus problems. The patient also notes he experiences sweating all the time and has terrible dry-mouth resulting in dental issues not previously experienced. The subject feels his quality of life has diminished since having the stents implanted. The subject has consulted with multiple physicians [ear, nose, throat (ent), psychiatrist, cardiologist, urologist] and has had second opinions but none have seem to be able to resolve the though of an allergic reaction to the everolimus. The patient is seeing a psychiatrist for very high anxiety and taking anxiety medication. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional promus devices referenced are being filed under this same medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that post stenting procedure on (B)(6) 2011 with 3 promus stents the subject immediately began experiencing worse symptoms. It was noted that it took approximately 5 months before an angiogram was performed which identified a blockage in the same artery. On (B)(6) 2011, the subject had "corrective surgery." A catheterization revealed issues in the coronary artery where the 23 mm and 18 mm promus stents were deployed. It was noted that plaque shift had occluded the artery by 80-90 per cent, another stent was implanted. The subject feels the stents and potentially the drug everolimus have contributed to the multitude of health issues occurring in succession following the stent implantation. The patient has had several catheterizations and after the 4th stent was placed in august to treat the plaque occlusion the patient has developed a sinus blockage which was treated surgically (B)(6) 2011 but has not resolved and experiences head discomfort, pressure over the eyes-top of the forehead. The subject expressed concern that he may be allergic to the everolimus drug. Although the subject did not consult an allergist, the subject was tested for 20 of the most common allergies which reported a negative result.